Event description:
Two autosuture endoclip ii ml 10mm clip appliers were opened. Both clip appliers fired clips but did not cinch down on the clips to make them close. Both clip appliers have the same lot numbers.